Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a damaged downstream occlusion (dso) seal. During the functional testing, the customer reported problem was confirmed. The cause was the damaged dso sensor. The dso sensor and seal were replaced.

Event description:
It was reported that the pump displayed cassette not attached properly. There was no patient involvement and no patient harm/adverse event reported.